Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond verification, measurement: 0.184 ohm (specifications are low limit: 0.001 ohm, high limit: 0.100 ohm). Performed continuity test between power entry module (pem) ground and door post and resistance was 0.002 ohm. An internal inspection was performed and the device was inspected for a loose ground with no problems encountered. The assignable cause for ground bond failure was undetermined. The device will be sent for servicing.

Event description:
The product analysis lab (pal) determined the home choice (hc) machine system failed rite (returned instrument test/evaluation) testing due to a rite - ground bond failed performance spec: measurement was 0.184 ohm, specifications are 0.001 - 0.100 ohm. Rite test failure, no patient involved.